Event description:
It was reported that a few hours after the dressing was applied to a chest wound the site became painful and itchy. The following morning the patient's doctor removed the dressing to find that the skin was raw, inflamed and had erupted into pustules. The next morning the patient woke with a high temperature and flu like symptoms. The patient was reportedly admitted to hospital for 3 days on high doses of antibiotics.